Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen pixels made it partially unreadable. The customer¿s blood glucose level displayed :high" and was resolved by correction bolus via pump. The customer continued using current pump.